Event description:
Subsequent to the previously filed medwatch, additional information received indicated that no further intervention was performed due to the increased mitral regurgitation grade. Per the physician, after the second mitraclip procedure ((B)(6) 2013), there was a residual leak due to leaflet restriction beyond the clip placement. The patient's symptom (shortness of breath) was back to baseline and he was on his baseline medications. The patient is reportedly back to baseline and feels a bit better. No additional information was provided.

Manufacturer narrative:
(B)(4). The mitraclip remains implanted on the mitral valve leaflets. The investigation is not complete. A follow-up report will be submitted with all additional, relevant significant information.

Manufacturer narrative:
(B)(4). The mitraclip remained implanted on the mitral valve leaflets. The analysis of this complaint will be an assessment of the manufacturing records and information provided by the reporter to abbott vascular. There was no reported device malfunction associated with the mitraclip. The reported patient effects of mitral regurgitation (mr)worsening and dyspnea, as listed in the mitraclip system instructions for use are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported mr appears to be related to patient/procedural conditions, and the reported dyspnea was likely a cascading effect of the mr. There is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
This report is filed as the mitral regurgitation grade increased one day post procedure and the implanted clip cannot be excluded as potentially contributory to the increase. It was reported that a mitraclip procedure was performed on (B)(6) 2013 and one clip was implanted reducing the functional mitral regurgitation (mr) grade from 3-4+ to 2-3+. Post procedure, the patient was clinically stable. One day post procedure, the transthoracic echocardiogram showed the mr had increased to 3+ - 4+. Patient was discharged on (B)(6) 2013. No additional information was provided.